Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the leads and device were implanted without any apparent complication. The parameters were good, and the physician connected the leads with the device. At a certain point the patient had heart pain, and their blood pressure went down, and the patient experienced bradycardia. At the same time, the ra pacing threshold increased. The physician decided to unscrew the atrial lead and reposition it. After that, the physician performed an echocardiography that confirmed a slight pericardial effusion had occurred. The procedure was able to be completed, and no other adverse effects were reported. The patient was hospitalized and monitored.